Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster stent is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the distal left main coronary artery. Lithotripsy was performed and a xience skypoint stent and a non-abbott stent were implanted. A significant perforation was noted after the non-abbott stent placement. A 4.0x16 mm graftmaster covered stent was implanted and partially sealed the perforation after the patient's blood pressure dropped. A 3.5x19 mm graftmaster covered stent was implanted and partially sealed the perforation after CPR was started. When the vessel was initially stented, it was reported that the vessel "crumbled" and could not sustain the covered stent. The patient expired; however, it was reported the graftmaster covered stents did not cause or contribute to complications or adverse events as they were used purely as rescue devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of perforation, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.